Event description:
This report is not associated with a pt. The nurse reported when selecting a jelco protect IV from the surgery center stock, a hair was noted in the package. The package was sealed. The packaging was not compromised; 22 gauge.